Event description:
It was reported that one of the patient's drg leads had migrated. The migration was confirmed via x-ray imaging. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6958790.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.